Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during supply change and tubing fill, and the user could not continue therapy despite restarts, shutdowns, and a factory reset; the device was considered nonfunctional and was replaced. Symptoms included no reported blood glucose effects. Outcomes included continued insulin therapy by mdi and use of cgm through the dexcom app or receiver, with instructions provided to shut down the device and to initiate full startup on the replacement unit. Investigation included customer care troubleshooting and review of device behavior during the fill process. Investigation of this case revealed a functional device failure consistent with an alarm/malfunction during fill tubing suggestive of a possible occlusion or flow interruption, with the device unable to proceed and not recoverable through standard resets. It was concluded, based on previously established findings for similar reports, that the cause due to improper assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.